Event description:
Nurse (B)(6) reports via our sales rep, (B)(4), that the drill got stuck in the drill guide. The surgery was finished with backup instruments.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.